Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the solenoid valve. The se performed testing on the device and all tests passed.

Event description:
It was reported that, an ht70 ventilator generated a proximal line error message. The ventilator was not in use on a patient at the time the event occurred.